Event description:
A patient had screws implanted in 2004. The patient later had complaints of back pain. They had films done and it was thought that the shaft of a screw had broken. Screws were explanted and, in fact, the shaft of the screw (2-3mm distal to head) had broken.